Manufacturer narrative:
A product investigation was completed: the visual inspection showed traces of use on the shaft and the recess by all four screws. The head thread is strong worn by all four screws. No manufacturing related issue was identified and/or confirmed. This kind of damage is due to the use and are not manufacturing related. The root cause could not be defined exactly. Body and bone movement could have led to this damage on the screw head thread. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for four (4) unknown screws. The original implant date of the procedure is unknown; however, it is said to have occurred approximately six (6) to eight (8) weeks prior to the revision/explant procedure. (B)(6). (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes gmbh reports an event in (B)(6) as follows: it was reported that a patient underwent a revision procedure on (B)(6) 2015 due to locking failure of the previously implanted construct. The plate, which was originally implanted on the distal radius approximately six (6) to eight (8) weeks prior, had reportedly lost reduction. The suspected reason for failure was the migration of four (4) unknown screws. There were no reports of a post-operative fall that could have compromised the construct. It is unknown if the patient was asymptomatic prior to revision. The originally implanted hardware (plate and screws) were removed and replaced with a new construct. This report is for four (4) unknown screws. This report is 2 of 2 for (B)(4).